Event description:
The customer complained that the accu-chek inform ii base unit light device with serial number (B)(4) had visible melted plastic around the charging contacts. There were no signs of cleaner residue and no other signs of damage to the base unit. The accu-chek inform ii meters were not charging and no meters were damaged. There was no adverse event. The device was requested to be returned for investigation.

Manufacturer narrative:
The returned base unit had signs of customer mishandling. The contacts were pushed into the housing of the base and the contacts had a slight discoloration. The housing interior showed no abnormalities or signs of burning. The charging function was tested using the returned base unit light, retention meter, and retention battery. The base unit charged according to specifications. There was no smoke produced during the charging process. There was no unusual "warming up" during charging process observed. The described "melted" area does not maintain contact with the meter during charging. It was determined to be caused by repeated placing of meters in the base to charge. Over time, the plastic on the base unit wears down and shows "dents" above the charging contacts.